Manufacturer narrative:
Continuation of d10: product ID 3777-45 serial# (B)(6) implanted: (B)(6) 2008 product type lead. Product ID 3777-45 serial# (B)(6) implanted: (B)(6) 2008. Product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that they had a spinal fusion of the l1-5 and they needed to cut the leads for that surgery. There was not a device or therapy issue that led to the surgery.

Manufacturer narrative:
Continuation of d10: product ID: 3777-45; serial#: (B)(6); implanted: (B)(6) 2008; product type: lead. Product ID: 3777-45; serial#: (B)(6); implanted: (B)(6) 2008; product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins). The reason for call was to get MRI information. The caller indicated that the patient's implanted device does not work, the device is abandoned, and the leads are in para spinal soft tissue. When asked for an event date the caller indicated that they did not know and the patient claimed that the therapy never helped her. Troubleshooting was not required. The issue was not resolved through troubleshooting.

Event description:
Hcp reported that on (B)(6) 2010 the leads were cut by a surgeon.  They were too frayed to be explanted.  The ins was also left implanted.  No issues were reported against the ins. MRI eligibility information was requested and reviewed. Caller had no further details.

Manufacturer narrative:
Continuation of d10: product ID: 3777-45, serial# (B)(6), implanted: (B)(6) 2008, product type: lead; product ID: 3777-45, serial# (B)(6), implanted: (B)(6) 2008, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3777-45, serial/lot #:(B)(6), ubd: 15-aug-2012, UDI#:(B)(4); product ID: 3777-45, serial/lot #: (B)(6), ubd: 15-aug-2012, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.